Event description:
During a coronary stenting procedure, while inflating the product, the balloon slipped out of the stent and was unable to fully deploy. They were able to retrieve the product from the pt. A second stent was deployed successfully. The product was clinically used. There were no reported pt injuries.